Manufacturer narrative:
Device evaluated by MFR: the complaint symmetry device was received and analysed. A pinhole leak was identified in distal sleeve of the balloon. The balloon was noted to be unfolded which indicates it had been subjected to positive pressure. The device was attached to an encore inflation unit filled with glycerol h20 solution and positive pressure applied when a drop in pressure was noted at 14 atmospheres and liquid was observed escaping from a pinhole leak in the distal sleeve of the balloon approximately 10mm distal to the distal edge of the distal markerband. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. A visual and tactile examination of the shaft identified multiple kinks along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that could have contributed to the complaint incident. An examination of the markerbands identified no issues that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The device was inflated to 18 atmospheres which exceeds the rated burst pressure of 15 atmospheres. The directions for use state: "the rated burst pressure of 15atm should not be exceeded. Exceeding the rated burst pressure may result in balloon failure, balloon rupture or difficulties with balloon deflation. In- vivo balloon pressures shall never exceed the rated burst pressure." (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 3.5mm x 40.0mm symmetry¿ balloon catheter was advanced to dilate the lesion. During the first inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 3.5mm x 40.0mm symmetry¿ balloon catheter was advanced to dilate the lesion. During the first inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.